Manufacturer narrative:
The reported complaint that pca only infusions have different volumes displayed on the main status page and the drug event history page was confirmed and replicated using a cad pcu and pca device with version 9.33 software installed. Testing found, for example, that using a bd 50/60 syringe the main status page read 45.2 mls while the drug event history page read 44.9113 mls. This issue exists only for pca_only infusions. The total available pca volume, the correct volume, is shown in the drug event history. The total syringe actual volume is shown on the main status page. The two differ by 0.5% of the nominal syringe volume. Ra# (B)(4) assessed the risk of this issue. The assessment found that the issue can result in clinician confusion due to the different volumes displayed. Risk acceptance level was noted as acceptable. Fix for tracker is present in s2/m4 as v12 is merged in as the project baseline. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
This is a new go live customer who is reporting pca module inconsistencies with vtbi displayed and syringe volume reported under the drug event history. Also, there were reports the vtbi values did not accurately represent volume use. Multiple nurses have reported this same issue. There was no report of patient harm.